Manufacturer narrative:
An unknown lens was returned wrapped in surgical gauzes. Blood and solution was dried on the lens. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The lens identity is unknown and not enough information was provided to verify what the returned lens model is. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported events. The lens identity is unknown and not enough information was provided to verify what the returned lens model is. Information was provided that the unknown iol was implanted in 2016 and explanted on (B)(6) 2022 and replaced with a non-company iol replacement lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, it was reported that the superior haptic was under superior iris, experienced blurred vision and uveitis-glaucoma-hyphema. Glaucoma is under treatment. The iol was explanted in a secondary procedure for different company lens. No further information available.